Manufacturer narrative:
This report is submitted on 15 january 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. This report is submitted on october 16, 2020.

Manufacturer narrative:
This report is submitted on 21 august 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and re-implantation is planned but has not taken place as of the date of this report.